Event description:
It is reported that upon immediately removing the impactor from the poly after a few mallet strikes to seat the liner, it was noticed that the alignment pin was not present anymore. The surgeon searched the pt, the drapes, and the hole in which the alignment guide goes into. He was unable to locate it. They searched the floor and were also not able to find the alignment pin.

Manufacturer narrative:
This report will be amended when our investigation is complete.